Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had inappropriately shocked the patient for supra ventricular tachycardia (svt) with rapid ventricular response (rvr) episodes as ventricular fibrillation (vf) episodes. Based on the vf episode, the patient was subsequently mistreated with medication. The healthcare provider reviewed the event and corrected the patient¿s medication after realizing that the patient¿s condition was not vf but svt with rvr. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.